Manufacturer narrative:
Date of event: date of event was approximated to (B)(6), 2018, implant procedure date, as no event date was reported. This event was reported by the patient's legal representation. The implant surgeon is: (B)(6). (B)(4). The complainant indicated that the device is not available for return; therefore, a device analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a lynx suprapubic mid-urethral sling system device was implanted into the patient during a robot assisted total hysterectomy, bilateral salpingectomy, left oophorectomy, lysis of adhesions, cystoscopy, modified spiral sling, and robot assisted sacrocolpopexy procedure performed on (B)(6) 2018, for the treatment of incomplete uterovaginal prolapse with cystocele, rectocele, and urinary stress incontinence. A non-bsc mesh device was also implanted during this procedure. Findings from the procedure include a very redundant sigmoid colon. Reportedly, the patient tolerated the procedure well and was transported to the recovery room in a stable condition. As reported by the patient's attorney, the patient has experienced an unspecified injury.